Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint was confirmed - testing and inspection found a cut and missing glue around the pink probe and missing glue around the forceps cover. Additional evaluation findings are as follows: leak from the biopsy channel noted; bending section cover adhesive cracked; tear marks noted in forceps passage; image - 1 broken element; light guide lens peeling of cement; play in the control knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing they discovered a crack on the distal end. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Since the subject device was not returned, investigation was carried out based on the information gathered for this investigation. The suggested phenomenon was confirmed - however, it was not possible with the information obtained to identify the root cause of the suggested phenomenon. As a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomena. Olympus will continue to monitor field performance for this device.